Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event and therapy date are estimated. During processing of this complaint, attempts were made to obtain patient weight and event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32715. It was reported that one of the patient's leads migrated, and effective therapy was lost. Lead migration was confirmed by fluoroscopy. As a result, surgery occurred in which the migrated lead was explanted, and the patient was reprogrammed with the remaining lead. Effective therapy was established post-operatively. It is unknown which lead migrated and was explanted, so both leads are being reported.